Event description:
A customer reported a high blood glucose (bg) level indicated as "high" on their continuous glucose monitor (cgm), although the exact value was not known. The customer had not taken any action address the high bg prior to contacting support. Bg cause was unknown. A system check was performed, and it was found that the customer used the cartridge beyond labeling. Technical support educated caller on labelling timeline. Caller understood and acknowledged.